Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# va0pr1j, implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative (rep) via the healthcare provider (hcp) reported that the patient has a lead issue, and has had some issues with stimulation and a loss of efficacy/complete symptom return for "a while." The hcp decided to replace the lead and add a second system as a result. It was stated that the patient had an ins on the left and a lead that ran to the right side, and during the procedure on date notified they found that they lead was completely broken with impedance values > 4000 ohms. The broken lead was removed and replaced, with the new lead being connected to the new battery implanted on the right side. Following replacement, all impedances were good and the patient was feeling stimulation appropriately with a complete recovery. Indication for implant is bowel dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.